Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and hiatal herniation into chest with the hernia recurrence leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Device explant due to ongoing gerd and device herniation with the lower esophageal sphincter (les) into the chest. Explant occurred without issue on (B)(6) 2017. After device removal, a second linx device (model: lxmc17, lot # 11596) was implanted on the "distal esophagus above the cardiac" without issue during the same surgery.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and hiatal herniation into chest with the hernia recurrence leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Device explant due to ongoing gerd and device herniation with the lower esophageal sphincter (les) into the chest. Explant occurred without issue on (B)(6) 2017. After device removal, a second linx device (model: lxmc17, lot # 11596) was implanted on the "distal esophagus above the cardiac" without issue during the same surgery.